Event description:
An 8f angio-seal vip was selected for use. The site was oozing after closure and manual pressure was held. The absence of pedal pulses was noted during recovery, however, the pt did not complain of discomfort. The next day, the pt was complaining of groin pain and pedal pulses in the right leg were still absent. The pt was taken to surgery, where the anchor and collagen components of the angio-seal were removed. The pt was stable after the procedure. The physician stated that a blood clot was at fault for the groin pain, absence of pedal pulses, and the post-procedure oozing, which did not allow the angio-seal to seal the puncture properly.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states the safety and effectiveness of the angio-seal has not been established in pts with clinically significant peripheral vascular disease.